Event description:
Customer reported that the insulin pump alarmed button error and that the back of the device came off. Customer stated that she was in the pool all day. Blood glucose is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.